Event description:
As reported to coloplast though not verified, patient was implanted with omnisure mesh. Later the patient experienced incontinence and dyspareunia. A partial mesh excision and a revision surgery with replacement of an additional omnisure suburethral sling, a cystourethroscopy were performed. Later an additional mesh excision for palpable piece of mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.